Event description:
Pharmacist called to report a patient experienced an allergic reaction on an organ after application of floseal. Patient involved: yes. Patient is a female. Event ongoing? No. Event resolved? Yes. Additional information received on 25-jun-2008 from a dr: this female patient underwent a laparoscopic hysterectomy in 2008. Within a short time post operatively, the patient was taken back to the or due to bleeding. Under laparoscopic visualization, dr identified an arterial bleed which he cauterized successfully. In order to remove all fibrin clots from the peritoneal cavity, dr irrigated with 8000 mls of heparinized saline. The total heparin dose was calculated between 5000 & 6000 units. Following this irrigation, the surgical site was oozing diffusely which dr treated with 5 ml of floseal. He left the laparoscope in place and observed until all evidence of oozing stopped. Further irrigation was not used. The patient was discharged after 48 hours. Two weeks after discharge, the patient presented with a possible small bowel obstruction and general surgery was consulted. The patient had an endogastric tube placed and was observed for a period of time without improvement. She was taken back to the or for a possible small bowel resection. Upon opening a large amount of adhesions were visualized and an incidental appendectomy was performed. The pathology report on the appendix noted a high infiltration of eosinophils on the outside of the appendix which lead dr to believe this was an allergic reaction, either to a component of floseal or the heparin irrigation. This case has been reviewed based on new clinical findings and requires reassessment.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another valve implanted; a device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired after a implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.